Event description:
On 12th january 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left (10-15°) and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control by <lateral tilt right> button and <anti-trendelenburg> button. After the horizontal position (zero position) was reached the or nurse released the buttons, however the table continued to move into the anti trendelenburg position and in addition, the back section moved up. At the time of the incident the patient was not secured with a belt on the pelvis, however had both arms secured by belts in 100144f0 arm posturing device. The patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control. The nurse showed everyone in the room that the table was moving without any button pressed. After reaching the final positions in anti trendelenburg and back-high, after a brief consultation, the override panel on the column was decided to be used to return the table to 0 position so that the abdominal closure could have been continued. Following the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur.

Manufacturer narrative:
The correction of b5 describe event or problem and h10 additional manufacturer narrative fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 12th january 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control. Subsequently, the 0 position button on the remote control was released, however the table continued to move into the anti trendelenburg position. At the time of the incident the patient was secured with a belt on the pelvis and had both arms in 100144f0 arm posturing device. It was stated by the customer that despite the fact of belts being applied, the patient needed to be supported by 3 surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control, however the override panel on the column was used to return the table to 0 position so that the abdominal closure could have been continued. After the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation , namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. Corrected b5 describe event or problem: on 12th january 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left (10-15°) and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control by <lateral tilt right> button and <anti-trendelenburg> button. After the horizontal position (zero position) was reached the or nurse released the buttons, however the table continued to move into the anti trendelenburg position and in addition, the back section moved up. At the time of the incident the patient was not secured with a belt on the pelvis, however had both arms secured by belts in 100144f0 arm posturing device. The patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control. The nurse showed everyone in the room that the table was moving without any button pressed. After reaching the final positions in anti trendelenburg and back-high, after a brief consultation, the override panel on the column was decided to be used to return the table to 0 position so that the abdominal closure could have been continued. Following the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. Previous h10 additional manufacturer narrative: getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control. Subsequently, the 0 position button on the remote control was released, however the table continued to move into the anti trendelenburg position. At the time of the incident the patient was secured with a belt on the pelvis and had both arms in 100144f0 arm posturing device. It was stated by the customer that despite the fact of belts being applied, the patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control, however the override panel on the column was used to return the table to 0 position so that the abdominal closure could have been continued. After the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. The affected getinge operating table and remote control have been returned for further evaluation by the subject matter experts (smes) at the manufacturing site. All relevant single fault condition tests were repeated. All engineering changes within previous six months were reviewed to check if there were any possible side effects of the changes. The error logs of the remote control were investigated. A comprehensive endurance test was performed in manufacturer¿s test laboratory. There was no "unintended motion" error message within the test duration. The table worked according to its specification. After the assessment the device was not returned to the customer. A new meera operating table was handed over to the customer. To conclude, the smes were unable to reproduce the reported error pattern. The issue reported by the customer could not be confirmed. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the smes at the manufacturing site, it was considered that the getinge device was up to the specification. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. Corrected h10 additional manufacturer narrative: getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left (10-15°) and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control by <lateral tilt right> button and <anti-trendelenburg> button. After the horizontal position (zero position) was reached the or nurse released the buttons, however the table continued to move into the anti trendelenburg position and in addition, the back section moved up. At the time of the incident the patient was not secured with a belt on the pelvis, however had both arms secured by belts in 100144f0 arm posturing device. The patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control. The nurse showed everyone in the room that the table was moving without any button pressed. After reaching the final positions in anti trendelenburg and back-high, after a brief consultation, the override panel on the column was decided to be used to return the table to 0 position so that the abdominal closure could have been continued. Following the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. It has been established that the patient¿s pelvis was not secured with belts during the surgery. In the instruction for use (IFU 7200.01 en 11, page 26), the user is warned that if the patient is not secured, particularly when adjusting/moving, the patient and/or their extremities may slip in an uncontrolled manner. The user shall always secure the patient using suitable aids (e.g. Straps) and maintain continuous observation. It is evident that the user utilized the operating table disregarding the safety note and suggestion from the user manual. It has been concluded that the user error contributed to the situation, namely the patient almost falling from the operating table. The affected getinge operating table and remote control have been returned for further evaluation by the subject matter experts (smes) at the manufacturing site. All relevant single fault condition tests were repeated. All engineering changes within previous six months were reviewed to check if there were any possible side effects of the changes. The error logs of the remote control were investigated. A comprehensive endurance test was performed in manufacturer¿s test laboratory. There was no "unintended motion" error message within the test duration. The table worked according to its specification. After the assessment the device was not returned to the customer. A new meera operating table was handed over to the customer. To conclude, the smes were unable to reproduce the reported error pattern. The issue reported by the customer could not be confirmed. If the patient had been secured with belts the risk of falling due to the unintended movement could have been prevented. Comparing the number of complained devices (5) to the number of meera operating tables with aforementioned catalog numbers placed on the market (6964) we can conclude the failure ratio is 0,07% for the issue investigated herein. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the smes at the manufacturing site, it was considered that the getinge device was up to the specification. The manufacturer has initiated the CAPA 2023-007, which is in initial investigation stage. In our evaluation the information we currently hold does not warrant any further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. Additionally, the correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no; corrected h3a device evaluated by manufacturer: yes; previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a; previous h3c if other provide code - explain: device not returned to manufacturer; corrected h3c if other provide code - explain: n/a.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control. Subsequently, the 0 position button on the remote control was released, however the table continued to move into the anti trendelenburg position. At the time of the incident the patient was secured with a belt on the pelvis and had both arms in 100144f0 arm posturing device. It was stated by the customer that despite the fact of belts being applied, the patient needed to be supported by 3 surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control, however the override panel on the column was used to return the table to 0 position so that the abdominal closure could have been continued. After the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation , namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h10 additional manufacturer narrative field deems required. This is based on the additional information that has been received. Previous h10 additional manufacturer narrative: getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left (10-15°) and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control by <lateral tilt right> button and <anti-trendelenburg> button. After the horizontal position (zero position) was reached the or nurse released the buttons, however the table continued to move into the anti trendelenburg position and in addition, the back section moved up. At the time of the incident the patient was not secured with a belt on the pelvis, however had both arms secured by belts in 100144f0 arm posturing device. The patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control. The nurse showed everyone in the room that the table was moving without any button pressed. After reaching the final positions in anti trendelenburg and back-high, after a brief consultation, the override panel on the column was decided to be used to return the table to 0 position so that the abdominal closure could have been continued. Following the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. It has been established that the patient¿s pelvis was not secured with belts during the surgery. In the instruction for use (IFU 7200.01 en 11, page 26), the user is warned that if the patient is not secured, particularly when adjusting/moving, the patient and/or their extremities may slip in an uncontrolled manner. The user shall always secure the patient using suitable aids (e.g. Straps) and maintain continuous observation. It is evident that the user utilized the operating table disregarding the safety note and suggestion from the user manual. It has been concluded that the user error contributed to the situation, namely the patient almost falling from the operating table. The affected getinge operating table and remote control have been returned for further evaluation by the subject matter experts (smes) at the manufacturing site. All relevant single fault condition tests were repeated. All engineering changes within previous six months were reviewed to check if there were any possible side effects of the changes. The error logs of the remote control were investigated. A comprehensive endurance test was performed in manufacturer¿s test laboratory. There was no "unintended motion" error message within the test duration. The table worked according to its specification. After the assessment the device was not returned to the customer. A new meera operating table was handed over to the customer. To conclude, the smes were unable to reproduce the reported error pattern. The issue reported by the customer could not be confirmed. If the patient had been secured with belts the risk of falling due to the unintended movement could have been prevented. Comparing the number of complained devices (5) to the number of meera operating tables with aforementioned catalog numbers placed on the market (6964) we can conclude the failure ratio is 0,07% for the issue investigated herein. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the smes at the manufacturing site, it was considered that the getinge device was up to the specification. The manufacturer has initiated the CAPA 2023-007, which is in initial investigation stage. In our evaluation the information we currently hold does not warrant any further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. Corrected h10 additional manufacturer narrative getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left (10-15°) and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control by <lateral tilt right> button and <anti-trendelenburg> button. After the horizontal position (zero position) was reached the or nurse released the buttons, however the table continued to move into the anti trendelenburg position and in addition, the back section moved up. At the time of the incident the patient was not secured with a belt on the pelvis, however had both arms secured by belts in 100144f0 arm posturing device. The patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control. The nurse showed everyone in the room that the table was moving without any button pressed. After reaching the final positions in anti trendelenburg and back-high, after a brief consultation, the override panel on the column was decided to be used to return the table to 0 position so that the abdominal closure could have been continued. Following the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. It has been established that the patient¿s pelvis was not secured with belts during the surgery. In the instruction for use (IFU 7200.01 en 11, page 26), the user is warned that if the patient is not secured, particularly when adjusting/moving, the patient and/or their extremities may slip in an uncontrolled manner. The user shall always secure the patient using suitable aids (e.g. Straps) and maintain continuous observation. It is evident that the user utilized the operating table disregarding the safety note and suggestion from the user manual. It has been concluded that the user error contributed to the situation, namely the patient almost falling from the operating table. The affected getinge operating table and remote control have been returned for further evaluation by the subject matter experts (smes) at the manufacturing site. All relevant single fault condition tests were repeated. All engineering changes within previous six months were reviewed to check if there were any possible side effects of the changes. The error logs of the remote control were investigated. A comprehensive endurance test was performed in manufacturer¿s test laboratory. There was no "unintended motion" error message within the test duration. The table worked according to its specification. After the assessment the device was not returned to the customer. A new meera operating table was handed over to the customer. Another universal remote control has been returned to assess any impact on the reported malfunction. Based on the log-files, the sme stated that it does not look like the remote control was ever connected to the incident table. Therefore, it can be said that it is unlikely that the unintentional movement of the incident was triggered by this remote control. To conclude, the smes were unable to reproduce the reported error pattern. The issue reported by the customer could not be confirmed. If the patient had been secured with belts the risk of falling due to the unintended movement could have been prevented. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is (B)(4)% as there were four similar reportable customer product complaints related to the investigated issue with the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the smes at the manufacturing site, it was considered that the getinge device was up to the specification. The manufacturer has initiated the CAPA 2023-007, which is in root cause analysis stage. In our evaluation the information we currently hold does not warrant any further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, during caesarean section, the patient was positioned in the lithotomy position tilted to the left and slightly into trendelenburg direction. Following childbirth, the table was put into 0 position by the remote control 100925a0 - universal remote control. Subsequently, the 0 position button on the remote control was released, however the table continued to move into the anti trendelenburg position. At the time of the incident the patient was secured with a belt on the pelvis and had both arms in 100144f0 arm posturing device. It was stated by the customer that despite the fact of belts being applied, the patient needed to be supported by three surgeons to prevent her from falling off the table. The movement could not be stopped with the remote control, however the override panel on the column was used to return the table to 0 position so that the abdominal closure could have been continued. After the incident the patient was experiencing pain in the right shoulder. The patient was surgically examined and an x-ray was performed. According to the obtained information, no treatment was necessary and no further information about any adverse consequences were forwarded to getinge. We decided to report the issue based on the potential for serious injury occurrence if the situation, namely unintended movement of the table causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. The affected getinge operating table and remote control have been returned for further evaluation by the subject matter experts (smes) at the manufacturing site. All relevant single fault condition tests were repeated. All engineering changes within previous six months were reviewed to check if there were any possible side effects of the changes. The error logs of the remote control were investigated. A comprehensive endurance test was performed in manufacturer¿s test laboratory. There was no "unintended motion" error message within the test duration. The table worked according to its specification. After the assessment the device was not returned to the customer. A new meera operating table was handed over to the customer. To conclude, the smes were unable to reproduce the reported error pattern. The issue reported by the customer could not be confirmed. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the operating table could be found by the smes at the manufacturing site, it was considered that the getinge device was up to the specification. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b3 date of event field deems required. This is based on the additional information that has been received. Previous b3 date of event: 01/12/2023 corrected b3 date of event: 01/11/2023

Event description:
Manufacturer's reference number (B)(4).